Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The unit also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons on the customer's insulin pump would stop responding from time to time. The patient's blood glucose at the time of incident was 224 mg/dl. Troubleshooting was initiated for the keypad anomaly and the button issues were confirmed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.